Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for the treatment of chronic low back pain and spinal pain. It was reported that the patient was having a burning pain in both legs and knees through the tips of the toes. The patient mentioned that they were implanted for back pain. The patient reported that the leg pain started around three weeks prior to the call. The patient also mentioned that they had fallen about two weeks prior to the call due to a seizure that was not related to the device or therapy. The patient planned to have the ins reprogrammed to cover the leg pain. No further complications are anticipated.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.